Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a leak in the middle section of the catheter. The leak was observed during use. The device was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no symptoms or complications associated with the event. The patient was undergoing treatment of a davf. The patient had normal vessel tortuosity.